Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a staff member received a dirty needle stick injury from the bd safetyglide¿ needle when attempting to push the safety "too fast", causing her finger to slip and stick on the needle. Additionally, it was reported that two other incidents of dirty needle stick injuries occurred due to "patient reactions to the injections" by "pulling away/flinching", causing the staff member to stick themselves. All incidents occurred during use. Lot#'s 9232458 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "we have unfortunately had a few needles sticks over the past two months when the staff are using the bd safety glide needles." "1 incident the ma tried to push the safety too fast causing her to slip and stick her finger. 2 incidents were patient reactions to the injections (pulling away/flinching) causing the ma to stick themselves".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9232458, medical device expiration date: 2024-08-31, device manufacture date: 2019-08-20. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a staff member received a dirty needle stick injury from the bd safetyglide¿ needle when attempting to push the safety "too fast", causing her finger to slip and stick on the needle. Additionally, it was reported that two other incidents of dirty needle stick injuries occurred due to "patient reactions to the injections" by "pulling away/flinching", causing the staff member to stick themselves. All incidents occurred during use. Lot #'s 9232458 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "we have unfortunately had a few needles sticks over the past two months when the staff are using the bd safety glide needles." "1 incident the ma tried to push the safety too fast causing her to slip and stick her finger. 2 incidents were patient reactions to the injections (pulling away/flinching) causing the ma to stick themselves."